Event description:
Event description: ecn event description: prepared farawave as normal. Ablated the left pulmonary veins. Ablated the right inferior vein. When changing from basket to flower, had difficulty pulling back. Realized on ice that we had occurred tissue entrapment since we could visualize the tissue pullback when trying to change shape. Gently pushed forward to free wire from the entrapment. When pulling the wire back, it unraveled and eventually was free. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? See above what is the next course of action? N/a patient present at time of event? Yes, patient complications: no patient complications procedure number: (B)(6).

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information provided by the supporting documentation, "excessive force used" and "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. · excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.